Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) asked if the home patient (hp) was connected and hp was connected. The tsr asked if the hp pressed go and started the initial drain before connecting and the care giver (cg) stated no. The tsr asked if there was air in the patient line, the cg stated yes. The tsr instructed the cg to discard the supplies and start over with new supplies. No patient injury or medical intervention was reported. During a follow-up call with the cg, the cause of the alarm is still unknown and no defects were seen with the setup. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).